Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When drilling into the acetabulum the 40 mm drill bit bent, the all in one drill was used second (45mm) and bent while drilling into the pelvis again, a third all in one was then used and worked (35mm). The item was part of a consigned set, tagged as damaged and sent for cleaning. The 40mm drill bit and 45mm all in one flexi drill bit will need replacing. There are two pieces in total, the 35mm all in one drill and the 40mm separate drill bit.